Event description:
It was reported that "the patient consults a doctor after the surgery because he says he feels that something is moving, there was a control radiograph where it was evident that blocking iliac screws had loosened it."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: functional evaluation; device history review; complaint history review; risk assessment results: the customer event of a xia blocker loosening was confirmed via x-ray images. Upon visual inspection, the blocker did not have any identifiable dents or deformation characteristic of a 12 nm tightening force. A functional test was performed where a rod and a blocker were placed and secured into a tulip with a 12nm force with no issues. The disengagement or loosening of this particular blocker is likely due to insufficient tightening of the entire construct that led to higher stress on the implants. Conclusion: the root cause of the blocker disengagement is likely insufficient tightening of the construct leading to increased stress on the implant.

Event description:
It was reported that "the patient consults a doctor after the surgery because he says he feels that something is moving, there was a control radiograph where it was evident that blocking iliac screws had loosened it."